Manufacturer narrative:
(B)(4). The lead remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a high, out-of-range pacing impedance measurement on the left ventricular (lv) lead, resulting in a lead safety switch (lss) that changed the vector from lv ring to can for pacing and lv ring 2 for sensing, to lv tip to can. The vector was programmed back and the lss was turned off. Technical services discussed integrity testing for the lv lead to see if any artifacts could be created, or if the out-of-range impedance measurement could be reproduced. It was noted loss of capture occurred on the lv lead while in the lv tip to can vector, so technical services agreed with turning off lss to ensure capture. A single out-of-range pacing impedance measurement could be an early indicator of lead impairment; therefore, continued monitoring in the remote monitoring system was recommended.